Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient had their ins replaced the day of the report. The caller called in for assistance using the external devices. They reported seeing a message that said the internal device had lost all data. The patient's follow up appointment was in four weeks. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.